Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/15/2021. Additional h6 component code: g07002 - device not returned. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Appendicitis. Please clarify what is meant by ¿sutured with suturable suture¿? Sewing the wound with absorbable suture. Was any medical intervention provided? If yes, please provide medication name and route (i.e., topical, oral, intravenous). Trauma care was given, but the specific treatment is unobtainable. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient experience a dehiscence of the wound of 0.5 cm? If yes, what tissue dehisced? What type of suture device was used to re-suture the patient? Other relevant patient history/concomitant medications. Lot number? The lot ¿20170904¿ is not a valid lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint pc (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient experience a dehiscence of the wound of 0.5 cm? If yes, what tissue dehisced? Please clarify what is meant by ¿sutured with suturable suture¿? -what type of suture device was used to re-suture the patient? Was any medical intervention provided? If yes, please provide medication name and route (i.e., topical, oral, intravenous) other relevant patient history/concomitant medications lot number? The lot ¿20170904¿ is not a valid lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an appendectomy procedure on (B)(6) 2020 and the suture was used for wound closure. On (B)(6) 2020, during the ward round, erythema and post-op inflammation were observed around the wound, and there was a poor wound healing of 0.5cm. Wound care has been given to the inflamed area and sutured with 'suturable" suture for the wound with poor healing. Additional information has been requested.